Manufacturer narrative:
Submit date: 10/13/2016. Additional information was provided by a medtronic sales representative on 10/13/2016 confirming that this is a duplicate of a previously reported complaint MFR report# 9612030-2016-00333. Therefore this complaint will be voided and no additional investigation results will be sent.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. Customer reports that 1 to 2 syringes in each tray are cloudy.